Event description:
A report was received stating that the device was in use with the patient for 12 days when the cuff was found deflated. No permanent adverse effects to patient reported.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.